Event description:
The customer observed a falsely decreased total bilirubin result on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 2-20 umol/l):sample ID (B)(6) initial total bili result was <2.0, repeat was 14 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased total bilirubin result on an architect c16000 analyzer, serial number (B)(4). Through an extensive investigation, the fsr found a broken cuvette, aero cuv pr dry, list number 09d33-03, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.